Manufacturer narrative:
The reported complaint of "the autopulse platform [(sn: (B)(4)] displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the archive data review. The root cause of the reported complaint was the driveshaft not to be at "home" position, most likely attributed to unintended user error. The reported complaint of "the autopulse platform's display screen did not respond when the orange stop/cancel button was pressed" was confirmed during functional testing. The root cause for the reported issue was the defective user interface (ui) membrane due to a defective component. The additional reported complaint of "the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the archive data review. The ua12 error message was not duplicated, and no device malfunction was found during standard testing that could have contributed to the reported ua12 error message. The root cause of the ua12 error was that there was no lifeband installed during the user troubleshooting. There was no physical damage observed on the returned autopulse platform during the visual inspection. The archive data review indicated multiple user advisories (ua) 45 and ua12 error messages to have occurred around the reported complaint date; thus, confirming the reported complaints. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the drive shaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. Further functional testing revealed that the orange stop/cancel button was not functional due to the defective user interface (ui) membrane. As a result of this issue, the customer was unable to access the administrative menu to clear the ua45 error. The ui membrane switch assembly was replaced to remedy the fault. Subsequently, the driveshaft was rotated to "home" position to clear the ua45 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform [(sn: (B)(4)] displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The user attempted to clear the error message; however, they were unable to access the administrative menu. Per zoll personnel request, the customer checked the functionality of the green start/continue and orange stop/cancel buttons, as a possible cause for not being able to access the administrative menu. The green start/continue button worked as intended; however, the autopulse platform's orange stop/cancel button did not respond when pressed. The customer also reported when the lifeband and the clip were removed during troubleshooting, the platform displayed user advisory (ua) 12 (lifeband not present) error message. No patient involvement.